Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("painful intercourse") and depression ("depression") with anxiety. The patient was treated with surgery (hysterectomy, bilateral salpinectomy and left oophorectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia and depression outcome was unknown. The reporter considered pelvic pain, dyspareunia and depression to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation, cholecystectomy, abdominal operation, kidney stone (20 years ago), pelvic inflammatory disease, urinary tract infection, gastritis and difficulty breathing. She denies suicidal ideation, homicide ideations. No history of psychiatric evaluation or hospitalization. Concurrent conditions included constipation, panic disorder, hives, throat swelling, anaphylactic reaction, urticaria, abdominal pain, gastritis, stress, urinary tract infection, dermatitis, urinary retention, uterine prolapse, cystocele, adenomyosis, ovarian cyst, stress urinary incontinence and dysuria. Concomitant products included nitrofurantoin. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In january 2014, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced nausea ("nausea"). In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash generalised ("rashes or skin conditions - type: whole body rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (pain sexual intercourse)"), depression ("depression") with anxiety and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). The patient was treated with omeprazole, ranitidine, surgery (hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2016) and surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, depression, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, vaginal discharge and allergy to metals outcome was unknown, the genital haemorrhage and rash generalised had resolved and the nausea and alopecia was resolving. The reporter considered allergy to metals, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash generalised, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2013, essure hysteroscopic tubal ligation. Description of operation: the essure implant was inserted inside the right tube to the black line, wheeled back to the hard stop and then released. Three coils were visualized. On the right side, the same procedure was done as on the left side and 2 coils were visualized. On (B)(6) 2015, CT abdomen and pelvis without contrast. Impression: 1. Questionable mild thickening of the right transverse colon which may be due to under distension. No adjacent inflammatory changes noted. 2. Status post cholecystectomy. 3. 2.8 cm right adnexal cyst. 4. Trace bilateral pleural effusions. On (B)(6) 2016, CT abdomen pelvis wo contrast. Impression:1) status post hysterectomy 2)moderate amount dense free fluid in the abdomen and pelvis which may be hemorrhagic. 3)dilated urinary bladder and bilateral mild hydronephrosis. 4) air in the urinary bladder suspicious for cystitis vs recent catheterization. 5) status post cholecystectomy. 6)interval appearance of multiple nodular densities in bilateral buttocks which may represent injection granulomas. 7) bilateral small pleural effusions. On (B)(6) 2016, CT abdomen and pelvis with contrast. Findings: CT abdomen: there was a mild intrahepatic biliary ductal dilatation. The stomach was partially collapsed, but was grossly unremarkable. There was bowel wall thickening in the proximal ileum with wall thickness up to 5 mm. Findings: CT pelvis: the uterus was surgically absent. The urinary bladder was decompressed by foley catheter. Directly superior to the urinary bladder there was an irregularly shaped peripheral enhancing intermediate density fluid collection which measures 10.0*7.9*6.6 cm. Differential diagnose includes hematoma, infected hematoma or abscess. A second peripherally enhancing intermediate density fluid collection was seen in the right posterior hemipelvis directly posterior to the above described fluid collection which measures 2.2*3.5*2.9 cm and also likely represents hematoma, infected hematoma or abscess. The ovaries are not discretely identified. Anasarca was seen in the subcutaneous fat over the buttocks. Impression: 10 cm irregularly shaped intermediate density fluid collection with peripheral contrast enhancement in the midline of the pelvis, directly superior to the urinary bladder. The differential diagnoses includes postsurgical hematoma, infected hematoma and abscess. A second peripherally enhancing intermediate density fluid collection was seen in the right hemipelvis measuring 3.5 cm. Mild intrahepatic biliary ductal dilatation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, depression, anxiety, rash, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc on (B)(6) 2018: pfs and medical record received: reporter information and other relevant history added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation, cholecystectomy, abdominal operation, kidney stone (20 years ago), pelvic inflammatory disease, urinary tract infection and gastritis. She denies suicidal ideation, homicide ideations. No history of psychiatric evaluation or hospitalization. Concurrent conditions included constipation, panic disorder, hives, throat swelling, anaphylactic reaction, urticaria, abdominal pain, gastritis, stress, urinary tract infection, dermatitis, urinary retention, uterine prolapse, cystocele, adenomyosis, ovarian cyst, stress urinary incontinence and dysuria. Concomitant products included nitrofurantoin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes or skin conditions - type: whole body rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (pain sexual intercourse)"), depression ("depression") with anxiety and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). The patient was treated with omeprazole, ranitidine, surgery (hysterectomy, bilateral salpinectomy and left oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, depression, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, vaginal discharge and allergy to metals outcome was unknown, the genital haemorrhage and rash had resolved and the nausea and alopecia was resolving. The reporter considered allergy to metals, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2013, essure hysteroscopic tubal ligation. Description of operation: the essure implant was inserted inside the right tube to the black line, wheeled back to the hard stop and then released. Three coils were visualized. On the right side, the same procedure was done as on the left side and 2 coils were visualized. On (B)(6) 2015, CT abdomen and pelvis without contrast. Impression: 1. Questionable mild thickening of the right transverse colon which may be due to under distension. No adjacent inflammatory changes noted. 2. Status post cholecystectomy. 3. 2.8 cm right adnexal cyst. 4. Trace bilateral pleural effusions. On (B)(6) 2016, CT abdomen pelvis wo contrast. Impression:1) status post hysterectomy 2)moderate amount dense free fluid in the abdomen and pelvis which may be hemorrhagic. 3)dilated urinary bladder and bilateral mild hydronephrosis. 4) air in the urinary bladder suspicious for cystitis vs recent catheterization. 5) status post cholecystectomy. 6)interval appearance of multiple nodular densities in bilateral buttocks which may represent injection granulomas. 7) bilateral small pleural effusions. On (B)(6) 2016, CT abdomen and pelvis with contrast. Findings: CT abdomen: there was a mild intrahepatic biliary ductal dilatation. The stomach was partially collapsed, but was grossly unremarkable. There was bowel wall thickening in the proximal ileum with wall thickness up to 5 mm. Findings: CT pelvis: the uterus was surgically absent. The urinary bladder was decompressed by foley catheter. Directly superior to the urinary bladder there was an irregularly shaped peripheral enhancing intermediate density fluid collection which measures 10.0*7.9*6.6 cm. Differential diagnose includes hematoma, infected hematoma or abscess. A second peripherally enhancing intermediate density fluid collection was seen in the right posterior hemipelvis directly posterior to the above described fluid collection which measures 2.2*3.5*2.9 cm and also likely represents hematoma, infected hematoma or abscess. The ovaries are not discretely identified. Anasarca was seen in the subcutaneous fat over the buttocks. Impression: 10 cm irregularly shaped intermediate density fluid collection with peripheral contrast enhancement in the midline of the pelvis, directly superior to the urinary bladder. The differential diagnoses includes postsurgical hematoma, infected hematoma and abscess. A second peripherally enhancing intermediate density fluid collection was seen in the right hemipelvis measuring 3.5 cm. Mild intrahepatic biliary ductal dilatation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, depression, anxiety, rash, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal discharge , allergy to metal are added. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (genera)") in a female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In july 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (pain sexual intercourse)"), depression ("depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with omeprazole, ranitidine, surgery (hysterectomy, bilateral salpinectomy and left oophorectomy on (B)(6) 2016) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, depression, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (genera), abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, migraines / headaches, nausea, fatiguea and hair loss. Concomitant drug and historical conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.